Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, at the retrieval step, the suture was found cut. Another prostyle was used but the same occurred. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was obtained: it was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath prior to a mitral plasty with a right mini-thoracotomy interventional procedure. Reportedly, at step 3 when the plunger was removed, it was noted that there was a suture break. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 24f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, at the retrieval step, the suture was found cut. Another prostyle was used but the same occurred. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.